Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating high blood glucose readings from the insulin pump. The customer stated that her blood glucose was high and that was the reason why she changed her set. The customer stated that she already took 10 units of humalog as a shot for high blood glucose readings. The customer declined to troubleshoot for high blood glucose as she does not want to be disconnected again. The customer was advised to monitor her blood glucose and to call back to troubleshoot.